Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. No unlock keypad connector noted during visual inspection. Unit also received with peeling keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had the keypad was damaged and came off. Customer¿s blood glucose level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.